Event description:
Return reason: ruptured balloon. Analysis determined: investigation found a ruptured area in mid-balloon. Balloon latex shows signs of normal aging. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that co is continuously working to improve its balloon latex to lessen balloon incidents. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.